Event description:
Pt was on the ventilator, the ventilator malfunctioned with a smell of burning/smoke. Pt was ventilated by hand until another machine could be brought to the room.

Manufacturer narrative:
Unfortunately, no additional details about this event apart from the problem description in the medical device report have been rec'd despite several attempts to obtain them. Therefore, no investigation has been possible. We are therefore unable to provide or determine the true cause of the event reported.